Manufacturer narrative:
Unknown abutment screw. Unknown abutment screw, the lot number was not provided/known. Product will not be returned for evaluation due to being discarded. Patient initially reported event, but followed up with their dr to obtain details surrounding event. So used the patient's dr as contact person.

Event description:
The patient reported that the abutment screw had broken. We followed up with the patient's doctor and they stated that the patient was seen on (B)(6) 2017 was presented with an unknown fractured screw issue. A gingivectomy was necessary to access the implant. The fracture screw fragment was removed, the abutment replaced with a new screw to hold. The crown and occlusion were adjusted.

Manufacturer narrative:
No product was returned for inspection so no testing methods were performed. No device lot number was provided so a device history record review and a complaint history review could not be performed. The product was not identified, and therefore a specific risk management file could not be referenced. Probable causes for a complaint of a zimmer dental screw fracture can be highlighted in rm-0027z6 rev 2, and may include the following: customer error: excessive loading on abutment/implant assembly, leading to abutment and/or screw failure. Screw over-torqued into implant, causing abutment and/or screw failure. Incorrect assembly of the abutment and/or screw to the implant (i.e. Crossthreading, abutment not seated properly, improper torque application, used with incorrect implant), causing abutment and/or screw fracture and implant failure. Patient factors: patient para function (i.e. Bruxism, clenching). A probable root cause for the reported event could not be determined, as no device was returned for inspection. Complaint is therefore non-verifiable.